Event description:
During follow-up, loss of capture resulting in decompensation was observed on the left ventricular (lv) lead due to dislodgement. The physician alleged the event was due to patient anatomy and not a lv lead malfunction. The event was resolved by repositioning the lv lead. The patient was in stable condition.